Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It was reported when the drain was inserted and the doctor tried to pull the stylet and needle out they would not pull out and the catheter started to accordion. A second device was opened and the same difficulty occurred. The physician decided to use a multi-purpose drain to complete the procedure. Reportedly the doctor did not flush the catheters before insertion. The patient experienced bleeding from the liver reported to be due to the different sites used for access. Post procedure a one unit blood transfusion was needed due to the occurrence. The patient was stabilized after the transfusion, and was reported to be in stable condition. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The returned products were inspected. An attempt to remove the metal stiffening cannula from both devices were unsuccessful. The cannula was lodged at the distal portion of the catheter. A second attempt to remove the stiffening cannula from both devices was successful with minimum force. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.